Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection. The cause of and treatment for the event were unknown. It was reported that the patient was hospitalized for the event. At the time of this report, the patient remained hospitalized and has not recovered from the event. Pd therapy was continued at the earlier stage of treatment and was withdrawn at the later stage of the treatment. No additional information could be provided as the reporter declined follow up.